Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient underwent a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a benchmark bmx96 access system (benchmark max), non-penumbra catheter, velocity delivery microcatheter (velocity), and stent retriever. During the procedure, the physician completed the first pass using the stent retriever. Subsequently, the physician placed the velocity back into position and then attempted to inject contrast through the velocity for visualization. However, it was noticed that contrast was not coming out of the distal tip of the velocity, but contrast was coming out from the non-penumbra catheter. Therefore, the velocity was removed, and the physician noticed the middle to distal segment of the velocity to be fractured with one strand of the coil holding the velocity together. The procedure was completed using a new velocity with the same benchmark max, non-penumbra catheter, and stent retriever. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned velocity confirmed a proximal shaft fracture. If the velocity is forcefully manipulated at extreme angles during use, damage such as a kink may occur. Further manipulation of the kinked device may result to a fracture. No other devices associated with the complaint were returned for evaluation. Further evaluation of the device revealed an additional fracture. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.